Event description:
It was reported that approximately six years and three months post port placement via the right internal jugular vein, a follow up computed tomographic examination was performed and revealed that the catheter was allegedly broken and the distal catheter segment was migrated into the pulmonary vein. Reportedly, the port body and the distal catheter segment were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in three segments were received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter. The edges of the break was noted to be uneven and the surface was noted to be rough in one region and smooth on the other region. Therefore, the investigation is confirmed for the reported fracture and material separation issues. However, the investigation is inconclusive for the reported migration issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately six years and three months post port placement via the right internal jugular vein, a follow up computed tomographic examination was performed and revealed that the catheter was allegedly broken and the distal catheter segment was migrated into the pulmonary vein. Reportedly, the port body and the distal catheter segment were removed. The current status of the patient is unknown.